Event description:
It was reported that the system had an intermittent cine drive error message. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive power connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.